Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular compression, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a registered nurse and concerns a (B)(6)-year-old female patient who was injected with one syringe of radiesse(+) to the nasolabial folds(nlf) on (B)(6) 2019. Medical history positive for previous fillers. Concomitant medications reported as none. On (B)(6) 2019, the patient developed a "purplish dusky area" in the left alar area and a pimple to the left side of the nose. On (B)(6) 2019, the patient presented to the office. Her symptoms were unchanged. On (B)(6) 2019, the patient was prescribed a prednisone pack and instructed to take acetylsalicylic acid and apply warm compresses. The physician was considering further treatment with sodium thiosulfate. Diagnosis reported as vascular compression with swelling. Causality reported as related. Outcome reported as resolved. Lot number not reported.